Manufacturer narrative:
Component code: g03001. The customer observed gel on the sample probe and replaced the probe on the architect c4000 processing module (sn (B)(6)). The qc was still unsatisfactory, and service was requested. Service inspected the analyzer and after multiple troubleshooting procedures determined the gel on the sample probe (list number 01g48-04) was the likely cause of the issue. Part replacement resolved the issue. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review determined no trends identified for sample probe (list number 01g48-04) and architect c4000 processing module (B)(6). Device history review identified no non-conformances or deviations. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or deficiency was identified.

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false elevated sodium (na) result for one patient when running on the architect c4000 processing module. The customer¿s reference range is 133-146 mmol/l. The following data was provided: sid (B)(6) = initial na = 160.5 mmol/l / repeat na = 134.6 mmol/l there was no impact to patient management reported.